Manufacturer narrative:
Evaluation summary: pt height, weight, and activity level are unk. Surgical notes and x-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Photos were provided of the devices after explantation. The rim of the liner is broken off; three separate pieces are shown. Because surgical notes were not provided, it is not known if these pieces were separated from the liner during removal. There is a photo of the outer surface of the shell, which shows biologic material attached to it over a significant area of the surface. Another view of the shell shows the inner surface of the shell. A portion of material was broken off above the lock ring window. This piece is shown in a photo alongside the lock ring. It cannot be determined when the piece broke off. The lock ring is bent. A definitive root cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the pt was revised for pain and a broken liner.